Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was returned for evaluation. The complaint sample evaluation could not confirm the reported complaint. The forceps were visually inspected, biological material was found on the forceps. The forceps were cleaned and then the sticking evaluated with egg; no issues were discovered. The forceps were then reviewed under magnification for damage to the tips surface and insulation. Damage was present, but did not affect the performance under evaluation situations. No failure of the device was observed. A review of manufacturing records found no anomalies in the manufacturing process. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by domestic rep, a versatru forcep became stuck to the tissue during a procedure. Surgeon used a malis forcep to remove it. There were no reports of delay or patient harm.